Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient had a routine 45 day follow up and was taken off eliquis/aspirin (asa) at that time and put on plavix/asa. The patient came into the hospital on (B)(6) 2025 for direct current cardioversion (dccv). A transesophageal echocardiography (tee) was completed prior to cardioversion, and a device related thrombus (drt) was seen on the face of the closure device. The dccv was not performed. The patient was placed back on eliquis 2.5 plus asa and will have a follow up tee in two (2) months.